Event description:
On thursday, (B)(6) 2011, while pt was in the hoyer lift, the restraining strap slid off the hook, causing the pt to fall headfirst onto the floor. 911 was called and the pt was transported to the hospital. The hospital discharge summary states an admission diagnosis of intracerebral hemorrhage. "A CT scan showed a very large right temporal lobe hemorrhage. .9mm shift from right to left. Neurologically, she remained comatose with small pupils. ...pronounced dead by dr. (B)(6). On (B)(6) 2011 at 1540 hrs."